Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had scratch on the screen and they cannot read the display. Customer¿s blood glucose was 314 mg/dl. Customer stated that insulin pump alarmed for insulin flow block and insulin exited after performing troubleshoot for insulin flow blocked alarm. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, self test and displacement test. No unexpected no delivery/insulin flow blocked alarm and missing segments/partial display noted. Device received with minor scratches on display window noted. The test reservoir stay locked in place noted. (B)(4).